Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation and migration") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, hypersensitivity ("allergic reaction") and menstrual disorder ("menstrual issues"). The patient was treated with hysterectomy with bilat-salpingectomy and essure was removed. At the time of the report, the uterine perforation, hypersensitivity and menstrual disorder outcome was unknown. The reporter considered hypersensitivity, menstrual disorder and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 28-feb-2018: legal claim received. Events were added per legal claim: allergic reaction, menstrual issues, persistent pelvic pain, migration and perforation. Physical injuries was deleted. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation and migration") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for pregnancy prevention: iud from 2003 to 2013. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced abdominal pain ("constant abdominal pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), menstrual disorder ("menstrual issues"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (hysterectomy with bilat-salpingectomy due to complications from the essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, genital haemorrhage, hypersensitivity and menstrual disorder outcome was unknown and the abdominal pain, vulvovaginal pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, hypersensitivity, menstrual disorder, uterine perforation and vulvovaginal pain to be related to essure. The reporter commented: there is a discrepancy between insertion date (as reported (B)(6) 2009) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion; on (B)(6) 2015: essure device was successfully occluded quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation and migration") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. B76527) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hysteroscopic endometrial ablation using hydrothermal ablation technique (hta).". The patient's past medical history included sickle cell trait on (B)(6) 2015, hyperlipidemia on (B)(6) 2015, blood glucose abnormal on (B)(6) 2015, shoulder pain on (B)(6) 2015, obesity on (B)(6) 2015, menorrhagia, cough on (B)(6) 2015, congestion nasal on (B)(6) 2015, acute bronchitis on (B)(6) 2015, acute sinusitis on (B)(6) 2015 and c-section. Previously administered products included for pregnancy prevention: iud from 2003 to 2013; for an unreported indication: flexeril on (B)(6) 2015, tramadol on (B)(6) 2015, proair hfa, augmentin and. Concurrent conditions included diarrhea since (B)(6) 2015, arthralgia since (B)(6) 2015, hematometra since (B)(6) 2016, panic attack since (B)(6) 2016, constipation since (B)(6) 2016, breast tenderness since (B)(6) 2016, fatigue since (B)(6) 2016, dysuria and sprain. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced abdominal pain ("constant abdominal pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), menstrual disorder ("menstrual issues"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), the first episode of menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the second episode of menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("uti"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (hysterectomy with bilat-salpingectomy due to complications from the essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, genital haemorrhage, hypersensitivity, menstrual disorder, vaginal haemorrhage, the last episode of menorrhagia, urinary tract infection, depression and anxiety outcome was unknown and the abdominal pain, vulvovaginal pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, genital haemorrhage, hypersensitivity, menstrual disorder, urinary tract infection, uterine perforation, vaginal haemorrhage, vulvovaginal pain, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: there is a discrepancy between insertion date (as reported (B)(6) 2009). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 131.973 kgs. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion; on (B)(6) 2015: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2018: quality safety evaluation of product technical compliant. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation and migration"), genital haemorrhage ("heavy abnormal bleeding") and uterine haemorrhage ("hematometra") in a 40-year-old female patient who had essure (batch no. B76527) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hysteroscopic endometrial ablation using hydrothermal ablation technique (hta).". The patient's medical history included sickle cell trait on (B)(6) 2015, hyperlipidemia on(B)(6) 2015, blood glucose abnormal on (B)(6) 2015, shoulder pain on (B)(6) 2015, obesity on (B)(6) 2015, menorrhagia, cough on (B)(6) 2015, congestion nasal on(B)(6) 2015, acute bronchitis on (B)(6) 2015, acute sinusitis on (B)(6) 2015, c-section and candidiasis of skin nos. Previously administered products included for pregnancy prevention: iud from 2003 to (B)(6) 2013; for an unreported indication: flexeril, tramadol, proair hfa, augmentin and. Concurrent conditions included diarrhea since (B)(6) 2015, arthralgia since (B)(6) 2015, hematometra since (B)(6) 2016, panic attack since(B)(6) 2016, constipation since (B)(6) 2016, breast tenderness since(B)(6) 2016, fatigue since(B)(6) 2016, dysuria and sprain. Concomitant products included amoxicillin;clavulanic acid (augmentin), cyclobenzaprine, ethinylestradiol;levonorgestrel (loseasonique), famotidine, fluticasone, fluticasone propionate, hydrocodone bitartrate;paracetamol (norco), ketorolac, loratadine, lorazepam, meloxicam, nsaids, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen), promethazine, tramadol, venlafaxine and zolpidem. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced the first episode of menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In(B)(6) 2015, the patient experienced abdominal pain ("constant abdominal pain/ abdominal area"). On (B)(6) 2016, the patient experienced urinary tract infection ("uti/infection (urinary tract)"), depression ("depression") and anxiety ("mental anguish/ anxiety"), 9 months 20 days after insertion of essure. On (B)(6) 2016, the patient experienced uterine haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), menstrual disorder ("menstrual issues"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and the second episode of menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (hysterectomy with bilat-salpingectomy due to complications from the essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, genital haemorrhage, uterine haemorrhage, hypersensitivity, menstrual disorder, vaginal haemorrhage, the last episode of menorrhagia, urinary tract infection, depression and anxiety outcome was unknown and the abdominal pain, vulvovaginal pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, genital haemorrhage, hypersensitivity, menstrual disorder, urinary tract infection, uterine haemorrhage, uterine perforation, vaginal haemorrhage, vulvovaginal pain, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: there is a discrepancy between insertion date (as reported (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 131.973 kgs. Hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion; on 01-jul-2015: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Event added: hematometra. Concomitant drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation and migration") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. B76527) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hysteroscopic endometrial ablation using hydrothermal ablation technique (hta).". The patient's past medical history included sickle cell trait on (B)(6) 2015, hyperlipidemia on (B)(6) 2015, blood glucose abnormal on (B)(6) 2015, shoulder pain on (B)(6) 2015, obesity on (B)(6) 2015, menorrhagia, cough on (B)(6) 2015, congestion nasal on (B)(6) 2015, acute bronchitis on (B)(6) 2015, acute sinusitis on (B)(6) 2015 and c-section. Previously administered products included for pregnancy prevention: iud from 2003 to 2013; for an unreported indication: flexeril on (B)(6) 2015, tramadol on (B)(6) 2015, proair hfa, augmentin and. Concurrent conditions included diarrhea since (B)(6) 2015, arthralgia since (B)(6) 2015, hematometra since (B)(6) 2016, panic attack since (B)(6) 2016, constipation since (B)(6) 2016, breast tenderness since (B)(6) 2016, fatigue since (B)(6) 2016, dysuria and sprain. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced abdominal pain ("constant abdominal pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), menstrual disorder ("menstrual issues"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), the first episode of menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the second episode of menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("uti"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (hysterectomy with bilat-salpingectomy due to complications from the essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, genital haemorrhage, hypersensitivity, menstrual disorder, vaginal haemorrhage, the last episode of menorrhagia, urinary tract infection, depression and anxiety outcome was unknown and the abdominal pain, vulvovaginal pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, genital haemorrhage, hypersensitivity, menstrual disorder, urinary tract infection, uterine perforation, vaginal haemorrhage, vulvovaginal pain, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: there is a discrepancy between insertion date (as reported (B)(6) 2009). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 131.973 kgs. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion; on (B)(6) 2015: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2015: plaintiff fact sheet and mr received :lot number - b76527 added. Reporter and patient demographic added. The following events were added: menorrhagia, vaginal bleeding, depression, anxiety, uti, medical device monitoring error.other relevant history added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation and migration") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for pregnancy prevention: iud from 2003 to 2013. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced abdominal pain ("constant abdominal pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), menstrual disorder ("menstrual issues"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (hysterectomy with bilat-salpingectomy due to complications from the essure on(B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, genital haemorrhage, hypersensitivity and menstrual disorder outcome was unknown and the abdominal pain, vulvovaginal pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, hypersensitivity, menstrual disorder, uterine perforation and vulvovaginal pain to be related to essure. The reporter commented: there is a discrepancy between insertion date (as reported (B)(6) 2009) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion; on (B)(6) 2015: essure device was successfully occluded . Most recent follow-up information incorporated above includes: on 23-jul-2018: pfs received: new reporter added; patient's information added (dob); insertion date updated and removal date added; historical drug and lab test added; new event added: constant abdominal pain. Outcome of the events vaginal pain and severe cramping updated. On 30-jul-2018: the case (B)(4) (MFR# 2951250-2018-01641) was identified as a follow up of this case. Therefore, the case (B)(4) was deleted from argus database. New reporter added; new events added: vaginal pain, severe cramping and heavy abnormal bleeding incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation and migration') in a 40-year-old female patient who had essure (batch no. B76527) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hysteroscopic endometrial ablation using hydrothermal ablation technique (hta).". The patient's medical history included acute sinusitis on (B)(6) 2015, cough on (B)(6) 2015, congestion nasal on (B)(6) 2015, acute bronchitis on (B)(6) 2015, sickle cell trait on (B)(6) 2015, hyperlipidemia on (B)(6) 2015, blood glucose abnormal on (B)(6) 2015, shoulder pain on (B)(6) 2015, obesity on (B)(6) 2015, menorrhagia, c-section and candidiasis of skin nos. Previously administered products included for pregnancy prevention: iud from 2003 to (B)(6) 2013; for an unreported indication: flexeril, tramadol, proair hfa, augmentin and. Concurrent conditions included breast tenderness since (B)(6) 2016, fatigue since (B)(6) 2016, hematometra since (B)(6) 2016, panic attack since (B)(6) 2016, constipation since (B)(6) 2016, diarrhea since (B)(6) 2015, arthralgia since (B)(6) 2015, dysuria, sprain, decreased appetite, abdominal distension, belching, nausea, perineal pain, weight decrease and acute nasopharyngitis. Concomitant products included amoxicillin;clavulanic acid (augmentin), cyclobenzaprine, ethinylestradiol;levonorgestrel (loseasonique), famotidine, fluticasone, fluticasone propionate, hydrocodone bitartrate;paracetamol (norco), ketorolac, loratadine, lorazepam, meloxicam, naproxen, nsaids, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen), promethazine, tramadol, venlafaxine and zolpidem. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced the first episode of menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced abdominal pain ("constant abdominal pain/ abdominal area"). On (B)(6) 2016, the patient experienced urinary tract infection ("uti/infection (urinary tract)"), depression ("depression") and anxiety ("mental anguish/ anxiety"), 9 months 20 days after insertion of essure. On (B)(6) 2016, the patient experienced uterine haemorrhage ("hematometra"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage ("heavy abnormal bleeding"), hypersensitivity ("allergic reaction"), menstrual disorder ("menstrual issues"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and the second episode of menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (hysterectomy with bilat-salpingectomy due to complications from the essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, uterine haemorrhage, menstrual disorder, the last episode of menorrhagia, depression and anxiety outcome was unknown and the genital haemorrhage, hypersensitivity, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage and urinary tract infection had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, genital haemorrhage, hypersensitivity, menstrual disorder, urinary tract infection, uterine haemorrhage, uterine perforation, vaginal haemorrhage, vulvovaginal pain, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: there is a discrepancy between insertion date (as reported (B)(6) 2009). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion; on (B)(6) 2015: results: essure device was successfully occluded. Pathology test - on (B)(6) 2015: showed benign endometrium.there is no evidence of hyperplasia or malignancy. She also has no fibroids so chances for a successful ablation are high. Concerning the injuries reported in this case the following events were confirmed via patient's medical records : abdominal pain, pelvic pain, right lower quadrant pain. Most recent follow-up information incorporated above includes: on 9-jan-2020: new pif received - events outcome updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.